Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found patient presented with pain and was revised for a fractured poly post. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b3; b4; b5; b7; g3; g6; h1; h2; h10 investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00576401652 - femoral component - 61215126; 00597206532 - patella - 61246316; 00598004702 - tibial component - 61202225. The product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that the patient underwent an initial right knee arthroplasty. Approximately 10 years post implantation, the patient began experiencing pain. Subsequently, the patient was revised due to fracture of the polyethylene post. Attempts have been made and no further information has been provided.